Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during th manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. This issue occurred during treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.